Manufacturer narrative:
Analysis synthesis: upon reception, the power connector on the inductive monitor's printed circuit board was found broken, leading to non-functional device. Consequently, the reported orange light status cannot be confirmed. The root cause of the reported orange light cannot be determined; however, it may have resulted from flash memory corruption or a corrupted operating system, which could have prevented the inductive monitor from booting properly. The observed damage to the power supply connector may be due to wear over time or a mechanical shock, possibly occurring during transportation. This case is recorded for trending purposes.

Event description:
Reportedly, a patient brought broken monitor to clinic. When the smart spot is plugged in, the light stays orange. It does not progress to green.